Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda. It was reported the mitraclip was performed to treat functional mitral regurgitation with an mr grade 4. The first clip was implanted without issues and mr was reduced to 2+. To further reduce mr, a second clip was advanced. Imaging was challenging due to shadowing from the first clip. The second clip was placed without issues and was implanted; however the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Mr returned to 2+. There were no adverse patient effects and no clinically significant delay during the procedure. No additional intervention was performed. The patient is fine. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information reviewed, a cause for the reported incomplete coaptation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.